Manufacturer narrative:
The field service representative (fsr) verified the reported complaint through data log analysis. Multiple 'blender and oxygen (o2) sensor disagree' and 'o2 sensor out of range' messages were present. The fsr replaced the o2 sensor. Release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the electronic patient gas system (epgs) kept falling out of calibration. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.